Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. 1 previously reported event is included in this follow-up record. Product return status. 1 device was not available to stryker for evaluation. 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not returned.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Three devices were received for evaluation. One device was available for evaluation but has not yet been received. One device was not available to stryker for evaluation. Three events were confirmed during testing. Two events were confirmed during testing; the device was found to be affected by broken down lubrication. One event was confirmed during testing; the device was found to be affected by broken down lubrication and corrosion. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.